Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black material clogged in the air/water channel - however, the material could not be further identified. As no additional information could be obtained from the user facility on this suggested phenomenon, no further cause could be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no flow from the main air/water system of the colonovideoscope. The device was returned and an evaluation revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. The adhesive part of the bending section cover was worn out. There were irregularities in appearance of the control body. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. A device evaluation revealed, neither air nor water at the output of endoscope was observed due to a clogged nozzle. The protector of connecting tube was cut. Three good faith efforts (gfe) were made to obtain additional information. However, no response was received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.